Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet with a 6 mm, 23" infusion set; there were no alarms, leaks, or interruptions to insulin delivery observed, and the user completed a guided set change with follow-up confirming glucose was decreasing. Symptoms included high blood glucose up to 390 mg/dl without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no hospitalization, no back-up therapy, and no ketone testing. Investigation included customer support troubleshooting and education with monitoring of response after set change. Investigation of this case revealed no device malfunction identified and no component failure observed, with the event classified as hyperglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.